Manufacturer narrative:
Visual, dimensional, functional inspection, and material analysis could not be performed as the device was discarded. Manufacturing records for this product were not reviewed because no lot numbers were provided as the parts were discarded after the revision surgery. The stryker rep reported that the screws used with the reflex -hybrid plate were aviator screws. The probable root cause of the plate backing out is caused by using the incorrect screws to secure a plate. From the surgical technique: ¿the stryker spine aviator anterior cervical plating (acp) system consists of bone plates that are available in a variety of sizes in order to help accommodate individual patient physiology and pathology and to help facilitate anterior stabilization of the cervical spine. The aviator plates are intended to be used with the aviator bone screws.¿ device discarded by hospital.

Event description:
On (B)(6) 2019, the reflex hybrid system was implanted with no known issue. On (B)(6) 2019, it was discovered that incompatible screws were used with the plate, the surgeon was notified. During a post-operative x-ray, the surgeon noted that the screws and plate were backing out. The patient was experiencing some pain and underwent revision surgery on (B)(6) 2019 to replace the plate and screws.

Event description:
On (B)(6) 2019, the reflex hybrid system was implanted with no known issue. On (B)(6) 2019, it was discovered that incompatible screws were used with the plate, the surgeon was notified. During a post-operative x-ray, the surgeon noted that the screws and plate were backing out. The patient was experiencing some pain and underwent revision surgery on (B)(6) 2019 to replace the plate and screws.